Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited sensing on the ventricular channel, and it was not possible to confirm atrial capture. The lead will be revised and remains in use. No patient complications have been reported as a result of this event.